Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-nov-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the valves and adjusted all temperatures to specifications. The fse also adjusted the clot detector and upgraded to software ver.1.35. The fse replaced the syringe tip to specification syringe before adjusting the clot detector. The fse cleaned and lubricated all mechanicals and reset the alignments of sample needle. The fse also adjusted the temperatures all back to within tolerance. The aia-360 instrument is operational. No further action is required by field service. The most probable cause of the reported event was the wash valve sv401 failure.

Event description:
On (B)(6) 2015, it was reported that during a preventive maintenance, the 3 way valve to wash (B)(4) was not closing. Air was going back into the wash bottle with the aia-360 analyzer. Also, all heated zones were out of temperature specification limits. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.